Manufacturer narrative:
The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed three similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email could not load. For the 228141, two knots popped out together during first firing, and hung on the meniscus directly. For the 228143, it could not load when pulled the red wrench after first firing. Changed with same like product to finish the operation. Additional information receive via email from the affiliate on 9-26-17. The device deployed both anchors at first firing, and then could not load after first firing. The double-deployment did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The procedure was completed by changing another one to complete alternatives were readily available. It is unknown if there were any procedural or patient anatomy factors which may have contributed to the breakage. It is unknown if any surgical intervention is planned. It is unknown if the first implant(s) remain in the patient. There is no report on patient¿s injury. Additional information received via email from the affiliate on 10-9-17 for the 228141, two knots popped out together during first firing, and hung on the meniscus directly. For the 228143, it could not load when pulled the red wrench after first firing. The implants were not removed. There is no report on patient¿s injury.